Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 22, a failure occurred upon insertion in type ii bone. The site was grafted and an implant was placed in a different site. Clinician reports periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 22, a failure occurred upon insertion in type ii bone. The site was grafted and an implant was placed in a different site. Clinician reports periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).